Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings and to another device (freestyle). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began around (B)(6) 2017, at approximately 5 p.m. The patient claimed obtaining a blood glucose reading of ¿119 mg/dl¿ on the subject device, which she felt was inaccurately high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also compared the blood glucose reading of ¿119 mg/dl¿ obtained with the subject meter to ¿76 mg/dl¿ obtained on the other device. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with self-adjusted insulin (humalog, unspecified dose) and claimed that in response to the alleged issue, she continued to take her usual dose of medication based on a sliding scale; administering 3 units of humalog. The patient advised that approximately 30 minutes after the alleged issue began, she developed symptoms of feeling ¿shaky and out of it¿ and that at approximately 5:30 p.m., a health care professional (hcp) treated her by giving her juice. The patient denied having her blood glucose tested on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that an approved sample site was used to obtain the readings and that the correct testing method was being followed. The csr confirmed that the test strip vial was intact and that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.